Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast prostheses implantation with mentor saline implants for unknown indication on (B)(6) 2010 experienced the following: swollen lymph nodes (did have biopsy), joint pain, fatigue, random rashes, brain fog, lupus, and rheumatoid arthritis symptoms. No device issue, such as deflation, was reported. The root cause of the patient's symptoms are unclear. No date of explantation was reported thus far. See 1645337-2019-09985 for contralateral prosthesis report.